Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (b)94) ICD, implanted 2007 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance, with rising ohms over a six month time frame, and a possible fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.